Manufacturer narrative:
Product analysis confirmed the reported fluid leak allegation based on the identification of a leak in the adapter between the cylinder and krt due to fatigue. This leak could cause blood to infiltrate the device, therefore confirming the reported events. This damage would also affect the overall functionality of the device therefore also confirming the reported "device malfunction" allegation. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient experienced mechanical issues with an ambicor penile prosthesis (app). A surgical procedure was performed in which fluid loss was noted in the device. Upon explant blood infiltration when removed was suspected as pink to red coloration was noted in the pump. No information was provided about the patient's outcome. No more information available at the moment. Should additional information become available, it will be provided.